Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to have conductor fracture. The fracture was located just lateral to the clavicle which was confirmed through fluoroscopy. The lead was surgically abandoned and replaced with a competitor lead. No additional adverse patient effects were reported.